Event description:
On (B)(6) 2011, leica microsystems received a complaint from the institute of dermatopathology regarding sub-optimal processing from protocols commenced on (B)(6) 2011, using peloris tissue processor serial number (B)(4). Leica microsystems was advised on (B)(6) that all tissue samples exhibiting sub-optimal processing were diagnosable and able to be reported.

Manufacturer narrative:
Instrument logs were evaluated as part of the investigation of this complaint. On-site assessment of the operation and function of the instrument was conducted by a leica field service engineer (fse) on (B)(4) 2011. No instrument fault (s) was identified, and the results for all performance tests were satisfactory. The logs show a pattern of removing reagent bottles for less than the minimum time required to complete manual reagent replacement throughout the period (B)(6) 2011 and (B)(6) 2011, including bottle 9 which was used for the final dehydrant step in the protocols from which sub-optimal tissue processing was identified. Removing a bottle from the instrument causes the <inserted bottle configuration> dialog box to be displayed. In this complaint the user incorrectly chose the <changed> option for bottle 9 and then affirmed that the default value of 100% was to be applied. This practice is not in accordance with the manufacturer instructions in the peloris user manual, which states that the <changed> option should only be selected when the contents of a reagent bottle have been replaced. Investigation of the complaint indicates that incorrect user action contributed to the sub-optimal tissue processing reported. In order to determine unequivocally that user error caused the event as only partial logs were provided for assessment.